Event description:
It was reported that a physician reflected his concerns that the battery life of the activa family stimulators (both primary and rechargeable) seemed to be shorter than expected and also shorter than battery life of soletra and kinetra. This dbs center had a large experience in many patients. It was noted: more frequent regular end of battery life replacement of implanted neuro stimulator and more frequent battery replacement surgery. Patient outcome was noted as: no clinically relevant consequences.